Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis

Event description:
It was reported that during a gastric bypass procedure, the surgeon performed the jejuno-jejunostomy and then wanted, as usual for him, to close the two stapler orifices with a white reload for echelon 60. He could observe unformed staples or almost unformed staples in the mid length of the staple line on the external row. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional followup: was the instrument fired across or near an existing staple line or clip? Yes, but not crossed. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes.